Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation, that a wallstent rx biliary endoprosthesis was used during a endoscopic retrograde cholangiopancreatography (ercp) with metal stent placement procedure performed in 2009. According to the complainant, prior to reaching the full deployment marker, the stent deployed off the catheter into the common bile duct above the stricture. This was not the desired location. The patient was hospitalized overnight for observation, and a plastic stent was implanted the next day. The patient's condition at the conclusion of the procedure was reported to as fine.